Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and powered up properly after battery change. No unexpected failed battery test or pump error alarms noted. The insulin pump passed self test. No cosmetic damage noted on the assembly.

Event description:
It was reported that the customer had to reset the insulin pump. Customer changed the battery and received failed battery alerts and pump errors. Customer was able to complete the pump rewind and the pump passed the self test. Customer was advised that the pump and enlite sensor will be replaced. Customer's most recent blood glucose was 11 mmol/l. Customer was also advised to discontinue use of the pump and revert to a back-up plan.